Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h10e22043 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or user error was identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(4) of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy. During a call with baxter customer service, the following information was reported. On (B)(6) 2010, the patient experienced peritonitis. Treatment was not reported. The patient was not hospitalized. On (B)(6) 2010, the patient had recovered from the event of peritonitis. Dianeal therapy was ongoing. The nurse stated that the event of peritonitis with (B)(6) was unrelated to dianeal therapy